Event description:
It was reported to medtronic neurosurgery that patient stated in her (B)(4) posts that she has had abdominal pain since the shunt was placed in (B)(6) 2011. Allegedly, her tubing has had several revisions, and was wrapped around her liver five times. According to the report, her appendix had to be removed as well and the catscan showed that the tubing had moved to the site where her appendix was and was rubbing on that site.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies, all of our valves are 100% tested at the time of manufacture.